Event description:
Pt's inr therapeutic since (B)(6). Taking coumadin as ordered. Pt admitted (B)(6) 2018 for driveline infection and possible thrombus. Ldh elevated on admission and lvad flows and powers slightly increased. Heparin started with improvement in ldh and lvad flows and powers until (B)(6) when ldh again began to increase, urine became dark, and left ventricle began to increase in size per echo. On (B)(6) lvad flow 8.2 and power 6. Pt taken to operating room for lvad exchange (B)(6) 2018.